Event description:
According to the reporter, during the mixed hemorrhoidectomy surgery, the stapler could not be fired. Continued to hold the handle, the handle was damaged and burst, and the stapler was still not fired. Immediately replaced a hemorrhoidal stapler for use, and finally the operation was successfully completed without harm to the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.